Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the u.s. To be implanted for this indication; it is currently sold in the u.s. Under a different part number. Examination of the acetabular cup was performed by a third party laboratory. Per the provided report, the root cause of this failure is either intra-operative mal-positioning or post-operative loosening. The stated radiological inclination and version are 58 degrees and 47 degrees respectively which are not in line with surgical technique recommendations. Although there is evidence of bone in-growth on the porous surface of the cup, it is not clear whether the cup position is a result of surgeon error or subsequent loosening. The cup position has contributed to high wear on the edge of the cup. Design or mfg error is not identified. Based on the investigation, the need for corrective action is not indicated.

Event description:
Pt was revised. Although the reason for revision was not given, info received from complainant suggests revision was either to address intra-operative mal-positioning or post-operative loosening.